Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user saw her doctor on thursday (B)(6) 2018 for debridement of a chronic diabetic foot ulcer and wound care. The doctor placed a piece of aqaucel extra into the .04cm x .04cm x .07cm sinus tract wound and covered the wound with a mepilex adhesive border dressing. End user was instructed by her doctor to change the dressing every other day by cleansing with puracyn wound cleanser and sterile cooton tipped applicator and using tweezers to remove the aqaucel extra dressing. End user was to redress the wound until next appointment. When she went to change the dressing on saturday (B)(6) 2018, end user reports she did not see the aquacel extra in the wound or on the mepilex adhesive dressing. End user irrigated the wound with puracyn and used a sterile cotton tipped applicator and tweezers in an attempt to get aquacel extra out of the wound. End user was able to remove some of the gelled material, unable to quantify the amount, but states it was a small amount. End user felt like more of the dressing was in her foot that she was unable to get out. End user reports that the wound is pink and moist with the wound draining less than prior to the doctor visit. Cannot provide details on type of drainage or quantify amount of drainage. Per additional information received, the end user has a home health nurse that comes weekly to check on her. The home health nurse was able to flush the wound on (B)(6) 2018 and remove any remaining dressing particles. The end user also was also seen by her physician later than week and the wound debrided with no further dressing observed in the wound. No other medical treatment was necessary and the wound is now healing.